Manufacturer narrative:
(B) (4).

Event description:
Procedure type: prostatectomy. According to the reporter: when clamp was inserted into cavity, a rubber part of the valve was found in cavity. The piece could be retrieved. Moreover, tip of the outer cylinder was chipped. Used another device. No additional bleeding. No tissue damaged. Operative time not extended more than 30 minutes. No additional patient information available. No patient injury reported.